Manufacturer narrative:
Pump received with intermittent button response due to flattened down arrow button dome switch. No unexpected numbers ramping on their own noted.

Event description:
The customer reported via phone call that the insulin pump's down arrow button was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 198 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.